Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the greater than 75% stenosed target lesion located in the calcified left anterior descending artery. Pre-dilation was performed and next a 2.5x24mm promus element stent was advanced for treatment, but the physician noticed the stent was damaged before the device reached the lesion. The procedure was successfully completed with a 2.5x20mm promus element stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).